Event description:
It was reported that the field representative called technical services (ts) and requested assistance to program safety protocols on this implantable cardioverter defibrillator (ICD) device as it is not magnetic resonance imaging (MRI) approved and an off-label MRI was to be performed. The field representative noted that prior to the procedure, high out of range shocking impedance measurements was observed on the right ventricular (rv) lead. Ts reviewed data and discussed with the field representative that the trend data showed a gradual increase in impedance measurements and a full output commanded shock test was recommended. Ts referred the field representative to consult with electrophysiology (ep) for further device evaluation and treatment changes. The off-label MRI was approved and was successfully performed. The patient was advised by field representative to follow up with their cardiologist. The lead remains in service. No adverse patient effects were reported.